Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 400mg/dl. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids and manual injections to resolve bg. Reportedly, the cartridge leaked. Additionally, ER healthcare provider advised to update the pump basal settings, however, the customer declined to update pump settings and continued to use pump with original settings. The customer was discharged on (B)(6) 2020 with no permanent damage. Reportedly, the customer changed the cartridge to resume insulin delivery.